Manufacturer narrative:
Explant date - the report indicated a revision was planned and the implant would be removed and replaced but it had not yet occurred at the time of the report and no further information has yet been provided.

Event description:
A total hip arthroplasty was performed on (B)(6) 2020. Immediate postoperative radiographs showed a fracture of the lesser trochanter but no intervention was taken. Seven months later, radiographs showed subsidence and rotation. A revision was planned to replace the hip stem but had not taken place at the time of this report and no further information has been provided by the hospital. The surgeon suspects a patient fall and other bone abnormality but no size mismatch. This report is being submitted because a proposed intervention was mentioned.